Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The keypad traces were inspected and no anomalies were noted. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. After reconnecting the keypad connector to the lcd board, the pump passed the unexpected restart and self tests. The pump was received with operating currents within specification. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape button was not functional while priming. Customer's blood glucose was 447 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.